Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. It was reported that the display was scratched for a year, and there was moisture behind the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/12/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/30/2013 with the following findings: a visual inspection of the pump showed evidence of moisture corrosion in the battery compartment. The pump failed a leak test due to a crack between the display and the pump¿s casing. The display screen was found to be deeply scratched. Upon powering on, the display screen was fully illuminated and colored. The pump¿s case was opened and no internal moisture or damage was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.